Event description:
Complainant received from attorney that alleges "severe burns received during electrical stimulation treatment". Questionnaire was not received from clinician and/or pt. Device not returned to manufacturer for evaluation. No indication event caused or contributed to permanent impairment or death. No indication device caused or contributed to the event as lawsuit currently alleges user negligence.